Manufacturer narrative:
This device was received at OEM-wom for evaluation. Based on the OEM-wom investigation report, the reported failure "smoke evac stopped function" was not confirmed. According to wom: visual inspection: the device was received on jul 28, 2025, for evaluation. The device was shipped with the correct packaging (packaging arrived damaged). The unit is in fair condition; touchscreen is scratched and the silicone tubing to hot air out is torn. Functional inspection: initial self-check passed, no errors logged; functional testing was performed, all other tests were passed within specifications. Dimensional inspection due to the nature of the reported event, the dimensional inspection was deemed unnecessary and therefore not performed. Investigation conclusion: the results of the investigation performed indicated that the returned pneumoclear plus co2 conditioning insufflator, catalog #0620050000 rev ya, sn (B)(6) is working according to specification. Probable root cause: the reported event could be not confirmed. There are no indications of a manufacturing issue. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the surgeon was supposed to perform a bilateral oophorectomy on the friday. Instead, she only removed one. The patient had to go back into surgery saturday to have the other ovary removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Filling on behalf of world of medicine (wom).

Event description:
It was reported that the surgeon was supposed to perform a bilateral oophorectomy on the friday. Instead, she only removed one. The patient had to go back into surgery saturday to have the other ovary removed.